Event description:
At 10:00am resident was transferred from bed to wheelchair by 2 cna's. The entire lift assembly detached from the lift point and the resident fell to the floor hitting buttocks, shoulder and neck. Resident went to the hospital.